Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was delayed in responding top presses. As a result, customer's blood glucose was 520 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.